Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, noise reversion episodes were seen due to atrial lead noise. The device was reprogrammed. No patient consequences were noted.